Event description:
It was reported that during procedure, while burring the drill sounded like it was losing power - sort of a shifting sound, not a normal drill sound. The cables weren't twisted or pinched. Also, the rpm on the unit was showing the normal 80,000. But the doctor described a noticeable different in performance, although case was completed. Investigation results revealed that anspach drill was much higher pitched than normal and after a few seconds of running at max rpm the drill began to smoke and heat up.

Manufacturer narrative:
H10: the device was used in treatment and it was reported that the drill sounded like it was losing power. DHR review found that no conditions which could contribute to the reported event were identified. This information is reasonably suggesting that the device met the specifications at the date when it was released to the distribution. A complaint history found similar reports, this issue will continue to be monitored. We could confirm there was a relationship established between the reported event and the device. The device was returned for investigation. The drill was run in "drill test" mode and immediately it was noticed that the sound of the drill was much higher pitched than normal. After a few seconds of running at max rpm (which only read as 72,000) the drill began to smoke and heat up. These symptoms are indicative of a damaged motor drive shaft which, from previous reports, is typically caused by excessive cutting forces over time. The malfunction is most probably due to expected wear / tear.